Event description:
The artery was highly calcified and 100% blocked. The blockage was crossed with a wire but the catheter would not cross. A rotawire floppy guide wire was inserted and on the third pass of the rotablator, the wire snapped and the proximal circumflex artery was perforated.